Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm. The incident did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support confirmed the alarm and guided the customer through the process of removing the cartridge, delivering a bolus, and successfully loading a new cartridge to resume insulin therapy. The issue was resolved.